Manufacturer narrative:
(B)(4).

Event description:
It was reported that during 'prior to use' testing the endobronchial tube did not deflate as it was intended. There was no patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The product was returned for investigation. Both cuffs on the product inflated and deflated without issue. The cuffs and pilot balloons on the returned product functioned as intended. The reported defect could not be detected on the returned sample. All products undergo an inflate deflate test prior to release from the manufacturing facility. At this stage any detected defects are removed from the lot.